Manufacturer narrative:
(B)(4). Date sent: 11/30/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: does the surgeon believe that the device itself caused or contributed to the conversion of procedure or due to patient factors. Tough anatomy. What was the location of the initial firing? Proximal stomach.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the procedure was posted as a lap roux-en-y gastric bypass or possible lap sleeve gastrectomy. The procedure was started as a roux-en-y gastric bypass. When the surgeon placed the plee60a for the first firing on the pouch, he had difficulty getting proper placement. He had to reposition the stapler three times due to patient anatomy, and each of the three times, the seamguard strip fell off and had to be repositioned as well. When he finally got proper stapler placement, that is when the lockout occurred. The surgeon communicated to the sales rep that due to the frustration of the stapler repositioning and lockout as well as having a difficult patient, the procedure was changed to a sleeve gastrectomy. Patient gender and bmi were unknown. As far as the sales rep knows, the patient is fine and no adverse consequences have been reported to him. Additional information requested and received: what was patient bmi/gender? Was the procedure completed laparoscopically? Yes. Was the surgeons reason to change procedure related to issues encountered with device or due to patient anatomy? Stated as yes. Was tissue damage noted in area where difficulty with device was experienced? No. What is the current patient status? Have not been contacted regarding any subsequent issues. Will check.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass (rygb) procedure, the surgeon was using device on initial transverse stomach firing using gst60 and gore seam guard. The surgeon had to position and reposition on the stomach in place three times due to anatomy. Then surgeon went to fire and the stapler locked out. The cartridge reload showed no staples were completely deployed and sled was in a position consistent with a safety lockout. The scrub reported changing the cartridge out before using from one color to another and loading cartridge with no staple retaining cap. Another like device was used to complete the procedure. The surgeon reported that the procedure was changed from lap rygb or possible lap sleeve gastrectomy to a lap sleeve gastrectomy.